Event description:
It was reported that the device broke during an arthroscopic procedure to the patient's right shoulder; not retrieved. According to the reporter the surgeon heard the device ¿snap¿ and stated that the tip of the device is stuck in the patient¿s glenoid. No x-rays were performed. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided and device evaluation, the most likely causes of this type of event are application of excessive force while grasping and manipulating suture or application of excessive leveraging forces. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Requested/is expected for evaluation